Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 12 synergy drug-eluting stent, a protruding stent strut was noted. The procedure was completed with another 3.50x12mm synergy stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 12 synergy drug-eluting stent, a protruding stent strut was noted. The procedure was completed with another 3.50x12mm synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 12 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage, with proximal end struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.